Manufacturer narrative:
The device has a non-volatile log file which is recording potential technical error conditions. This has been submitted to the manufacturer for evaluation. No entries can be found for the date of event that may be put in causal connection to the reported observations. The description of event indicates that the fresh gas must have escaped from the airway system. In principle, the breathing circuit system itself may have been the source of leakage as well as two different valves may. Since it was reported that manual ventilation was performed to bridge the time until a replacement device was made available, a leak in the breathing circuit system can be ruled out. A leak at the peep/pmax valve would have been measured via the leak flow through the expiratory flow sensor during inspiration phase. This produces a certain kind of error entry in the log which is missing. Hence, by exclusion of these two conditions the only remaining explanation would be a problem with the so-called fresh gas decoupling valve. If this is stuck in open position the fresh gas can escape via the anesthetic gas scavenging system. The device is designed to generate alarms to indicate the impairments in ventilation. In particular, low tidal volume and low airway pressure will be posted after some breathing strokes. Dräger has received one similar complaint within the previous three years which could not be clearly traced back to an individual root cause condition. Moisture or debris inside the compact breathing system (cosy) which houses the valves controlling the ventilation was seen likely in the previous case and may apply here as well. Reprocessing the cosy on a regular base is recommended.

Event description:
The customer reported that - although the ventilator piston was moving, no pressure could be build up and the breathing bag was deflated. The device was swapped out; no patient consequences have been reported.